Event description:
It was reported that, the "spider 2 tenet" does not lock. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the unit was received pressurized. The plastic clamp wing knob has tool marks. A drape clip is missing. The channel that the clamp jaw slides in is dented. A functional evaluation found the clamp sliding jaw will not move because of the dented channel. The clamp cannot tighten to the rail. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with intended use. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. It is recommended that the spider 2 IFU be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals, pressure cups and pressure rings.